Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. The customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted during testing. The motor was tested outside the device and passed.